Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 20-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 93mm abdominal aortic aneurysm. It was reported that a CT study carried out 4 months post the index procedure showed a complete left limb occlusion. It was reported that during the index procedure the left stent graft limb was extended from the common iliac artery to the external iliac artery due to a dissection identified during the procedure. It was reported that it was likely the dissection was not completely excluded, and this led to impaired outflow and ultimately the limb thrombosing. Per the physician the cause of the event was due to impaired outflow from the dissection in the external iliac. It was also noted by the physician that it is unclear as to whether or not the dissection was there before the evar procedure or if it was caused during the procedure. There was a moderate amount of disease within the external iliac. It was reported that the patient is not symptomatic at this time. No additional clinical sequelae were reported and the patient is being monitored.